Event description:
The reporter stated that approximately six to seven weeks postoperatively, the plate fractured with considerable adduction and displacement of the fragments. A revision surgery occurred with the "removement" of the fractured osteosynthesis material, a sequestrectomy treatment, a spongioplasty and fixation/implantation of a conventional small fragment plate.

Manufacturer narrative:
Summary of eval: eval results as received from howmedica leibinger gmbh indicate that the device broke in fatigue due to cyclic loading exceeding the fatigue strength limit of the device.